Manufacturer narrative:
The instrument has been returned and evaluated. Per the customer reported complaint, failure analysis found a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist of the instrument were undamaged. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci surgical procedure, broken tips were observed on the small grasping retractor instrument. On (B)(6) 2015, intuitive surgical inc., (isi) obtained additional details from the initial reporter regarding the reported event. According to the customer, the string was broken/hanging. There was no allegation that any fragment(s) from the instrument fell into the patient and/or that any patient harm, adverse outcome or injury occurred involving the reported instrument.